Manufacturer narrative:
(B)(4). Additional information provided: the surgical procedure was an esophagectomy. The procedure date is not available. Patient details are not available. The UDI of the device is not available. A new reload was opened in order to complete the case. The needle fell into the patient cavity and was retrieved with graspers. There was no tissue loss, tissue damage or blood loss due to the issue. Surgical time was not extended.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the needle fell off of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr# (B)(4). Two devices were received and evaluated separately. Device 1 evaluation: post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device. Under microscopic inspection, no witness marks from the needle tip impacting the beveled wall were observed. Sheering on the toggle switches was observed for the device. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. The instructions for use state, ¿the toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Device 2 evaluation: post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device. No needle was received with the instrument. No sheering on the toggle switches was observed under microscopic inspection for the device. No witness marks from the needle tip impacting the beveled wall were observed on the instrument. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.